Manufacturer narrative:
Vyaire complaint# (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the model lap top ventilator 1150 exhalation driver was not actuating during patient set up. The customer stated that the exhalation pilot solenoid was sticking. The customer confirmed that there was no patient involvement associate with the reported issue.

Manufacturer narrative:
Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning solenoid manifold. The service technician replaced the solenoid manifold and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.